Event description:
A review of service data detected a reportable event. Upon servicing, electrode belt sn (B)(4) failed the fall-off test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed the fall-off test. Upon investigation, the ECG c and d cable was pulled from the strain relief, and the brown (pulse lead) and blue (+5v) wires and j704 connector inside the dn were damaged. The cause for the test failure, damaged wires and connector was the pulled cable. The root cause of the damaged cable cannot be positively determined, but is likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any deficiencies.